Event description:
User reported that while infusing 2 units of packed rbc's under pressure using the rapid infuser without difficulty via a peripheral IV site with # 18 g catheter. About half way through 3rd unit of packed rbc's under pressure; the infusion stopped. No alarms were triggered and the tubing was not clamped off distal to the air detector. They reconnected the distal end of the tubing to a newly established central line. The blood still would not run. They changed the entire tubing setup and started infusing more 2 units of ffp under pressure without difficulty. Clinician then left the pt and the ICU staff took over. According to the ICU staff they started infusing packed rbc's; after approx 2-3 units of packed rbc's the flow started to slow down and then stopped entirely. They changed the tubing a total of 3 times during the resuscitation because the blood stopped running. No injury to pt.